Manufacturer narrative:
The investigation hs not been completed. A supplemental will be filed once the device has been received and investigated.

Event description:
"The pet balloon burst during the egd procedure and caused the pt to aspirate. The nurse was not sure of the lot number." On 06/02/09 - (B) (6) called with more details. "Fluid was suctioned out from back of throat. Second balloon used to complete the procedure without complication." Nebulizer used along with one dose of IV antibiotics. Physician confirmed no oral medication needed once pt was sent home. Pt was sent home the same day."